Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the stem (p/n: unknown), the cup (p/n: unknown), the liner (p/n: unknown) and the head (p/n: unknown) due to mom implants. The sales rep was confirming detail information.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-13963, is being retracted since it was found to be a duplicate of MFR# 1818910-2020-13972. MFR# 1818910-2020-13973 will be kept for investigation purposes.